Event description:
It was reported that the images on the 9800 system are not clear (very poor). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The system was tested and found to be working as intended and placed back into service.